Event description:
It was reported that after a living kidney donor procedure the donor patient died. During the procedure an ats45 and a ligaclip were used. No other information is known.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. Unknown, assumed 1st day of month that complaint was reported when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: what devices were used in the procedure (product codes)? Atw35, er420 did the devices perform as intended in procedure? Yes, no issues during procedure. Did any aspects of the case lead to the death? Is so, what was the cause? Unknown at this time. The case went fine. The surgeon left the room to talk to the family. When the patient was moved from the table to the bed, the bp dropped. Team of vascular surgeons proceeded to go into the or room. An autopsy will be performed. Are photos or video of the procedure available? Unk is the device available for analysis? No phone conversation with account- spoke with transplant coordinator who advised the preliminary findings are available; however, the final report is expected in the next two weeks. She will contact me at that time. She believes the er420 device was used on the renal vessels.